Event description:
Doctor called (B)(6) 2014 to inform of toric lens misalignment. Rfid error and engineer backed out to place new pi. Upon re-entering patient profile information the engineer did not enter the correct incision placement. Pt scheduled for lens repositioning (B)(6) 2014. MFR ref # 3008772169-2014-00064. (B)(4).